Event description:
In 2004, the chief perfusionist reported to the manufactuer that a patient who was being supported by the pneumatic drive console had shut down. It was reported that the chief perfusionist had disconnected the energy supply from the wall plug and this is when the pheumatic drive console shut down. Using the hand pump they reconnected the pneumatic drive console to the wall plug. The patient had no complications or problems during this time. The patient remains on lvad support while awaiting a teart transplant.